Event description:
There was an allegation of sodium and potassium electrode high results for an unknown number of patient samples tested on a cobas pro ise analytical unit. The initial sodium result was 220 mmol/l. The repeat sodum results were 140, 155, and 142 mmol/l. The 142 mmol/l result was deemed correct. The initial potassium result was 5 mmol/l. The repeat potassium result was 3.9 mmol/l. The repeat result was deemed correct. It is unknown if the results belong to one or two different patient samples. No erroneous results were released outside the lab.

Manufacturer narrative:
The electrode lot numbers were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found that the sipper nozzle was clogged. The fse replaced the nozzle, primed the instrument, and performed ion-selective electrode (ise) check and calibrations with successful results. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue. The root cause was traced to a clogged sipper nozzle, which led to ise flow path disturbances. The contamination of the sipper nozzle occurred due to the processed sample material.